Manufacturer narrative:
The reported complaint of a user advisory - ua16 (timeout moving to take-up position) error message on the autopulse platform (serial #(B)(4)) was confirmed during archive data review. The investigation findings revealed that the root cause of ua16 was due to seized brake gap which is likely attributed to normal use. To remedy ua16, the brake gap was un-seized. Unrelated to the reported complaint, a damaged front enclosure was observed during visual inspection. This type of physical damaged on the ap platform probably caused by mishandling. The damaged enclosure was replaced. During archive data review, ua16 was recorded on the event date, thus; confirming the reported complaint. Also, ua07 (load imbalance between left and right sides of the load plate) failures was observed in the archive. As a precautionary measure, the load cells were replaced to avoid the occurrence of ua07 and this issue was not related to the reported complaint. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaint for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 16" (timeout moving to take-up position) error message. User was unable to clear error message and performed manual CPR. No known impact or consequence to patient information was provided.